Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with using a gore® excluder® aaa endoprostheses featuring c3® delivery system. Final angiography showed a type ii endoleak from lumbar arteries. The patient tolerated the procedure and will be monitored by the physician. During follow-up visits over a period of three years, (specific dates unknown) aneurysm enlargement of approximately 10-15mm was identified. On (B)(6), 2020, the patient underwent re-intervention wherein the type ii endoleak was confirmed to persist and the origin of the endoleak was coil embolized. The patient tolerated the procedure and the endoleak was resolved.